Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury appears to be related to patient anatomy (fossa ovalis was very porous/porous structure) and procedural conditions. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 and a very porous fossa ovalis. The transseptal puncture was performed. A steerable guide catheter (sgc) and a mitraclip xtw were inserted and steered to the mitral valve. However, while steering, it was observed that the blood pressure was decreasing. An echocardiogram was performed and revealed a pericardial effusion. In the physician's opinion, the transseptal puncture caused the pericardial effusion and decrease in blood pressure. A decision to remove the sgc and clip delivery system (cds) was made. However, while removing the sgc and cds, it was observed that the fossa ovalis ruptured. The sgc and cds were removed from the patient, and the mr remained at 3. The procedure was discontinued. Pericardiocentesis was performed to treat the pericardial effusion. There were no adverse patient effects and no clinically significant delay in the procedure.